Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date (B)(6) 2013, 1st inratio 6.0, 2nd inratio 4.0, 3rd inratio 2.0. All 3 tests were run within a five minute time span. Therapeutic range: 2-3. Patient has been on lovenox since (B)(6).

Manufacturer narrative:
The customer is on lovenox. Lovenox is a class of antithrombotic agents known as low molecular weight heparins (lmwh). This test should not be used for patients on heparin therapy. This may contribute to unexpected inr results or testing errors. This test should not be used for patients on heparin therapy and is considered off-label use. Because of the customer's off-label use, product support was unable to perform data analysis for the inratio inr results that were provided by the customer. No further analysis of the customer's data was performed. In-house therapeutic donor testing was performed on reported lot #312530. Results as follows: donor (B)(6), inratio 3.2, 3.3, 3.6, reference 3.24, bias threshold 2.24 - 4.24, %cv 6.18. Donor (B)(6), inratio 3.4, 3.1, 3.4, reference 3.72, bias threshold 2.72 - 4.72, %cv 5.25. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Customer was reported as using lovenox, a (lmwh), at the time of the discrepant results. Limitations in product insert, "this test should not be used for patients on heparin therapy." This constitutes off-label use. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. As reviewed on (B)(4) 2013, 8 discrepant result complaints were reported for lot #312530 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.